Event description:
It was reported that water temperature did not decrease in arctic sun device. Mixing pump failure was suspected because chiller temperature (t4) decreased.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature did not decrease in arctic sun device. Mixing pump failure was suspected because chiller temperature (t4) decreased.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. Alarm 78/chiller water temperature sensor out of range (low resistance). Replaced chiller pump. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.